Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing insufficient relief from their scs system. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section a4: patient weight was not made available. Section b3: event date is estimated. It was reported to abbott, a patient stated the device was not providing effective therapy and they were in the process of having it removed. No intervention has been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.